Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: device returned to manufacturer h3, h4, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found nothing indicative of device nonconformance. The aiming arm/ radiolucent exhibits signs of wear on the overall surface due to normal use. A functional test was performed where the aiming arm/ radiolucent was ensembled without problems with the mating device insertion handle/ radiolucent long. No signs of bad coupling were observed. Additionally, a pin gage of 3.36 mm pin gage was passed correctly for the nail end of both holes of the devices, indicating proper coupling. A dimensional inspection was performed and met specifications. The overall complaint was not confirmed as the observed condition of the aiming arm/ radiolucent would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part# 03.043.029, lot # 2032137, manufacturing site: createc gmbh & co. Kg, supplier ; na, release to warehouse date: 20 dec 2022, expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the tn-advanced aiming arm and insertion handle are not mating together and are having a hard time connecting the two. Once connected the drill canula is not lining up with screw holes properly. No surgical delay and no patient status/ outcome / consequences occurred. This report involves one (1) aiming arm/ radiolucent. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.